Event description:
It was reported that the patient presented with an inflatable penile prosthesis that was malfunctioning and unable to produce an adequate erection. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.